Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead was fractured. The lead exhibited 2000 ohms impedance, intermittent capture and noise with body movement. The lead was replaced.